Manufacturer narrative:
Product analysis: the device was returned for evaluation. The device returned with a detachment on the hypotube. Kinks were evident on the hypotube proximal and distal to the detachment site and further along the length of the hypotube. The detachment site on the hypotube material was oval and jagged. The stent was positioned on the balloon between the marker bands as per position specification. No deformation was evident to the stent wraps. No deformation evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Additional information: the struts of the stents ruptured/deformed but there was no detachment of the stent struts. It was later confirmed that detachment in two separate pieces did not occur but cracking occurred while positioning at the lesion. Sufficient time was given to the balloon to deflate prior attempting to remove the devices from the patient. The procedure was completed with an onyx trucor drug eluting stent with no issues noted. Initial reporter phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: - annex d code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving three resolute integrity coronary drug eluting stents, while the devices were crossing the calcification, the struts of the stents were getting ruptured. The first 2.5 x 22mm resolute integrity stent and the and 4.0 x 15mm resolute integrity stent could not cross the lesion during placement and the shaft broke. There were also problems encountered removing the devices. The devices were not inspected. Negative prep was not performed for the second 2.5 x 22mm and the 4.0 x 15mm resolute integrity devices. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.